Event description:
It was reported that during a stent placement procedure in the right sfa from access through the common femoral artery, the stent allegedly deployed partially and got stuck. It was further reported that the physician tried to manually deploy the stent but still would not get deployed as the deployment wire broke off. The catheter broke from the remainder of the stent when the whole device was then pulled outside . The device was removed successfully from the body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Based on the information available the investigation is closed with inconclusive result for partial deployment, subsequent break and stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' In regards to damage the instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' In regards to accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ guidewire of appropriate length'; the packaging labels indicate the use of a 6f introducer sheath, and a 0.035" guidewire. Holding and handling of the system throughout the procedure was found sufficiently described. H10: d4 (expiry date: 07/2022), g3 h11: h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a stent placement procedure in the right sfa from access through the common femoral artery, the stent allegedly deployed partially and got stuck. It was further reported that the physician tried to manually deploy the stent but still would not get deployed as the deployment wire broke off. The catheter broke from the remainder of the stent when the whole device was then pulled outside . The device was removed successfully from the body. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' In regards to damage the instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' In regards to accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ guidewire of appropriate length'; the packaging labels indicate the use of a 6f introducer sheath, and a 0.035" guidewire. H10: d4 (expiry date: 07/2022), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 07/2022).

Event description:
It was reported that during a stent placement procedure in the right sfa from access through the common femoral artery, the stent allegedly deployed partially and got stuck. It was further reported that the physician tried to manually deploy the stent but still would not get deployed as the deployment wire broke off. The catheter broke from the remainder of the stent when the whole device was then pulled outside . The device was removed successfully from the body. There was no reported patient injury.